Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident involving drawer 05, it was determined that the drawer did not open during the initial attempt to issue medication to a patient. The technical support specialist (tss) connected with the customer via phone. During the call, the customer rebooted the cabinet, after which the medication was successfully issued without issue. The tss reviewed the system event viewer to identify any relevant errors recorded at the time of the incident. No critical errors were found. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.